Event description:
It was reported to philips, that the device fell. From an elevated area approximately 6 ft. To the ground. Striking the corner of a concrete parking block. And shattering the display.

Manufacturer narrative:
Complaint evaluation: the customer requested, that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty display, and face plate assembly and display cover. Customer resolution and conclusion: based on the conclusion of the investigation. It was determined, that this was a malfunction of the display, and face plate assembly and display cover. The display and face plate assembly and display cover were replaced. And the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device fell and is damaged from the fall. There was no patient involvement.